Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen is delayed in responding to presses. Reportedly, the customer has to press the screen multiple times for the pump to respond. Customer's blood glucose level was 160 mg/dl. Customer stated they will continue to use the pump and has a back up pump for continued insulin therapy.